Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was noted during a ventricular capture test. Programming changes were made and the problem was resolved.